Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing but the patient was expected to be switched to hemodialysis. The peritonitis manifested as cloudy effluent and abdominal pain. The patient was not hospitalized for the event but began treatment with cefazolin (ip/1800 mg per day) and gentamicin (ip/80 mg per day, initial dose). Treatment with gentamicin was later reduced to 50 mg per day. The patient was not retrained on aseptic technique. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.